Event description:
It was reported that during continuous venovenous hemodiafiltration (cvvhdf) with a prismaflex control unit and unspecified prismaflex set, an external blood leak was observed when the return line become disconnected. Alarms were generated by the prismaflex control unit. The treatment was ended with no information if the extracorporeal (ec) blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Brand name: the set involved was an unknown prismaflex set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.